Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was moisture in the cartridge compartment. The reporter confirmed that there was no physical damage to the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: the pump was returned with moisture on the battery cap spring and in the cartridge compartment. Leak test passed as no leaks were detected. Opened pump- no moisture found. Battery compartment cracked from case seal traveling to bumper. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.